Manufacturer narrative:
Olympus evaluated the device and confirmed the customer¿s reported issue, e105 lighting lamp error occurred due to led (light emitting diode) unit failure. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed via service request that the customer video system center error e105 displayed. The reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This supplemental report is to provide additional information: details regarding the event (b3 & b5) and the legal manufacturers investigation results. A review of the repair records confirms there was no related repair history. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause could not be identified. Based on the available information, it is estimated that the pointed out phenomenon occurred due to the failure of the led unit, but the cause of the failure of the led unit could not be identified. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use.

Event description:
The reported event was found during preparation for use.